Manufacturer narrative:
The event is being evaluated by siemens technical operation team. The cause for the discordant hba1c result is unknown.

Manufacturer narrative:
The initial MDR 1217157-2014-00052 was filed with FDA on april 07, 2014. Additional information: customer verified that they were using correct technique, but were unwilling to provide any additional information. Customer indicated that they are getting replacement instrument and will not be pursuing the issue further.

Event description:
Customer reported discordant hemoglobin a1c (hba1c) results on the instrument. There was no report of injury due to this event.